Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product is expected to be returned. Upon return and evaluation of product, a follow up report will be sent to the FDA.

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. No further information has been received.